Manufacturer narrative:
Name: medtronic minimed street:18000 devonshire street city: northridge state: ca code: 91325. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose level issue and was treated with correction via pump event on 09 apr 2026. The site of insertion was abdomen. Due to the event, patient also experienced bleeding at the insertion site.